Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. D6b: explant date: a year ago from the aware date. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 7072536, model/catalog description: overedge 32 surgical lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced pain at the pocket site. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.